Event description:
The hearing aid (h/a) user's son noticed the wax guard was missing from the h/a and brought the user to the dr for examination. The dr found and removed the wax guard from the user's ear. There was no sign of infection, irritation or swelling.